Event description:
It was reported the screen on quick bolus button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for it to respond. There was no impact to customer's blood glucose level.